Event description:
It was reported a patient underwent a knee arthroplasty on an unknown date. Subsequently, the patient is being considered for a revision on an unknown day for an unknown reason. No revision has been reported to date.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products: persona articular surface, catalog # unk, lot #unk. Persona femoral, catalog # unk, lot #unk. Persona tibia, catalog # unk, lot #unk. Reported event was unable to be confirmed due to limited information received from the reporter; product identification (part number / lot number) of device involved in the incident is unknown. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.